Manufacturer narrative:
Correction to device codes updated from a2304: oiff-label use to a24: adverse event without identified device or use problem. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A 73-ear old women with a 6-month history of persistent atrial fibrillation received pulmonary vein antral isolation with 31-mm farapulse pfa catheter. Significant pulmonary ridge edema was observed immediately after ablation. A non-boston scientific left atrial appendage (laa) occlusion device was deployed an an optimal position in the laa under trans-esophageal echocardiography (tee) and fluoroscopy guidance. 2-months post procedure, proximal migration of the laa occlusion device was observed with resolution of pulmonary ridge edema. Another tee 1 month later showed a stable device position.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A 73-ear old women with a 6-month history of persistent atrial fibrillation received pulmonary vein antral isolation with 31-mm farapulse pfa catheter. Significant pulmonary ridge edema was observed immediately after ablation. A non-boston scientific left atrial appendage (laa) occlusion device was deployed an an optimal position in the laa under trans-esophageal echocardiography (tee) and fluoroscopy guidance. 2-months post procedure, proximal migration of the laa occlusion device was observed with resolution of pulmonary ridge edema. Another tee 1 month later showed a stable device position.